Manufacturer narrative:
A review of the software logs found the generated core file revealed that a segmentation fault occurred in the componentmultiview library. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
On 08/11/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system had turned to black screens in navigate. They had merged the intraoperative magnetic resonance imaging (MRI) and when comparing exams on the navigate task, the screens became black. In trouble-shooting, the navigation system became unresponsive after a soft re-boot. A hard re-boot restored normal function. The surgeon successfully completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.